Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat an 8cm malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with self-expanding metal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the epic biliary stent could not be deployed more than 10% of its length. The thumbwheel and the pull grip were both utilized to deploy the epic biliary stent but was unsuccessful. The epic biliary stent was removed from the patient partially deployed on the delivery system and a different device was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a partially deployed epic biliary endoscopic stent. Block h10: an epic biliary endoscopic stent and delivery system were received for analysis. The stent was returned partially deployed. Visual examination of the returned device found multiple kinks along the sheath. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed. The kinks observed on the outer sheath could have occurred due to resistance met while advancing the delivery system along the guidewire through the stricture. Based on the available information, the investigation concluded that the reported event was most likely due to anatomical factor, such as tortuous anatomy. This could have contributed to multiple kinks found on the delivery system and would result to stent partial deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 17, 2022, that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat an 8cm malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with self-expanding metal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the epic biliary stent could not be deployed more than 10% of its length. The thumbwheel and the pull grip were both utilized to deploy the epic biliary stent but was unsuccessful. The epic biliary stent was removed from the patient partially deployed on the delivery system and a different device was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.